Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.